Manufacturer narrative:
The product was not returned for evaluation. Hemorrhage is a known and anticipated complication with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2018-01801.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca)/ anterior carotid artery (aca) using a penumbra system 3d revascularization device (psr3d). During the procedure, the physician was unable to advance a penumbra system ace 68 reperfusion catheter (ace68) past the ophthalmic artery; therefore, a psr3d was then used in a branch of a trifurcated mca with a non-penumbra microcatheter. The physician attempted three passes in the m2 segment of the mca with the psr3d and removed some of the thrombus. It was reported that part of the thrombus broke and went down into the aca. Therefore, the physician went to retrieve the thrombus in the aca and upon pulling psr3d back, it was stuck. The physician then attempted to re-sheath the psr3d with the microcatheter but it was still stuck. Subsequently, the physician pulled the psr3d back and was finally able to remove it. However, the patient had a hemorrhage.

Manufacturer narrative:
This report is associated with MFR report number: 3005168196-2018-01801.

Manufacturer narrative:
Additional information received from the sales representative indicated that the patient has expired.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca)/ anterior carotid artery (aca) using a penumbra system 3d revascularization device (psr3d). It was noted that the patient's anatomy was tortuous and calcified. During the procedure, the physician was unable to advance a penumbra system ace 68 reperfusion catheter (ace68) past the ophthalmic artery; therefore, a psr3d was then used in a branch of a trifurcated mca with a non-penumbra microcatheter. The physician attempted three passes in the m2 segment of the mca with the psr3d and removed some of the thrombus. It was reported that part of the thrombus broke and went down into the aca. Therefore, the physician went to retrieve the thrombus in the aca and upon pulling psr3d back, it was stuck. The physician then attempted to re-sheath the psr3d with the microcatheter but it was still stuck. Subsequently, the physician pulled the psr3d back and was finally able to remove it. However, the patient had a hemorrhage and was treated with external ventricular drain (evd). Subsequently, the patient expired; however the relationship with the penumbra devices is unknown.